Event description:
It was reported that the middle unsterile package was dropped on the sterile field at the start of the surgery. The surgeon elected to delay the surgery knowing that all other products to be used during the case were potentially contaminated. The surgeon elected to implant the antibiotic spacer. The knee revision will be done in six weeks.

Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedics surgical products. Evaluation summary: there was no product deficiency found based on the investigation, however as an improvement the work instructions for the secondary powder pouch have been updated with an orange warning sticker "unsterile pouch". Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.